Event description:
It was reported that on literature review "prophylactic single-use negative pressure dressing in closed surgical wounds after incisional hernia repair" 2 patients experienced wound dehiscence after the use of negative pressure wound therapy to treat the closed surgical incision after an incisional hernia. It is unknown how the event was treated. No further information is available.

Manufacturer narrative:
H10: it was reported that on literature review "prophylactic single-use negative pressure dressing in closed surgical wounds after incisional hernia repair" 2 patients experienced wound dehiscence after the use of negative pressure wound therapy to treat the closed surgical incision after an incisional hernia. It is unknown how the event was treated. No further information is available the device was used for treatment and was not returned for analysis. We have not been able to confirm a relationship between the event and the device or identify a definitive root cause. As no lot number was provided it was not possible to carry out a device history review a complaint history review on the pico product family revealed similar instances of wound dehiscence in the last 3 years. A risk management review concluded without further information the harm can not be directly linked to a specific failure mode within the risk file although it does contain several failure modes that can result in the stated harm (wound dehiscence). A clinical review concluded without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. Without further information it is difficult to provide a probable root cause, however a possible cause is that the dressing has not been applied properly or not changed regularly and in accordance with the IFU. The users of the reported product are advised to consult the IFU, to prevent future occurrences of the reported issue. This guide provides comprehensive instructions of the operation, use and limitations of the device, including the correct application of dressings and frequency of dressing changes this investigation is now complete, with no corrective actions required. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products internal complaint reference number: (B)(4).